Manufacturer narrative:
A device history record review was performed for the subject device lot number 9204288. Manufacturing location: (B)(4). Date of manufacture: october 29, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (connecscr f/dhs/dcs-wrench no. 338.300), part number 338.310, lot number 9204288. The subject device was returned with the complaint condition stating the investigation has shown that the threaded tip is broken off as complained. The broken off part was not returned for investigation. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, the exact cause of failure cannot be determined. To prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dynamic hip screw (dhs)-screw and the connecting screw, which is guided through the appropriate dhs/ dynamic hip and condylar screw system (dcs) wrench (surgical technique guide). This connecting screw is designed for insertion procedures only. It was concluded that, the exact cause cannot be determined; this complaint condition is likely a result of method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth and weight are not available for reporting. (B)(4). Lot # unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the connection screw broke in two pieces during initial surgery. There was twenty five (25) minutes delay in surgery time. Patient outcome was reported as good. No fragments were generated. Surgery was completed successfully. This report is for one (1) connecting screw. This is report 1 of 1 for (B)(4).